Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : synergy ii us mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal region of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 15nov2019: it was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy ii drug eluting stent was advanced for treatment however the stent could not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.